Event description:
It was reported the power wheelchair right drive wheel does not touch the floor. While driving up a ramp, the patient reportedly lost control as a result. No patient injuries were reported.

Manufacturer narrative:
This event occurred outside the us.